Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulties charging their implantable pulse generator (ipg). Attempts to reeducate on proper charging techniques were attempted however were unsuccessful. The patient underwent a procedure where the ipg was replaced. The patient did well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025. Block d6a: exact date unknown, approximated based on the date the manufacturer became aware of the event.